Event description:
Health care professional reported that non-sterile duran ring sizers were used during a double valve repair. They felt that although the package does state "none-sterile" on the label, it is not clearly evident. They reported the packaging looks to be ready for sterile field presentation. Pt was treated with antibiotics and is now doing fine.